Manufacturer narrative:
On (B)(6) 2020, a clinical subject reported an electrode burn to the site which was documented as an adverse event. Upon further discussions with the crc on (B)(6) 2020, it was discovered the subject was applying an excessive amount of electrode gel which would cause electrode damage. The crc potentially had instructed the subject to apply skin lotion since she has instructed other subjects to do the same. The sponsor discussed with the crc that applying lotion before a treatment could generate additional heat and cause skin irritation and/or burn. The crc was asked to contact the subject and have her stop applying skin lotion and an excessive amount of electrode gel. The sponsor also instructed the crc to communicate to the subject, at any sign of electrode damage the electrodes must be replaced. The subject is currently enrolled in the clinical trial and was instructed by the principal investigator to stop using the device for two days. At the conclusion of the two days, the subject can resume using the device and remain in the study.

Event description:
The patient/subject is currently enrolled in (B)(6) clinical study ((B)(6)). On (B)(6) 2020, the subject notified the site that she had marks consistent with a burn in the location of the device electrodes. Treatment was temporarily stopped for 2 days then resumed on (B)(6) 2020 under the care of the principal investigator.